Event description:
The user facility reported that beginning of a laparoscopic colectomy, the endoscopic image disappeared completely when the facility connected the subject device and a video image processor otv-s190. The procedure was completed with a different but similar device. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not duplicate the user's report of complete loss of image. There was no abnormal point in the image, video connector and the appearance of the subject device. The exact cause could not be determined. If significant add'l info is received a supplemental report will follow. The instruction manual of subject device already warns that "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts if completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." This report is being submitted as a medical device report in an abundance of caution.